Manufacturer narrative:
Intuitive surgical, inc. Did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure (error 23027) was able to be reproduced during calibration. The axis motor and motor cable also axis 1 pot will be replaced as a fix. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced mtm to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an ongoing procedure to report that the left master tool manipulator (mtm) from surgeon side cart had a recoverable fault which led to the fact that the mtml needed to be disabled. Surgeon was using the second surgeon side cart to finish the procedure. The procedure was completed with no reported injury.